Event description:
It was reported by the system longevity study that a device interrogation the day after implant indicated the right atrial (ra) lead dislodged. A chest x-ray was performed and there was no pneumothorax. The lead was repositioned using the septal site and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the system longevity study that a device interrogation the day after implant indicated the right atrial (ra) lead dislodged. A chest x-ray was performed and there was no pneumothorax. The lead was repositioned using the septal site and is still in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.